Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Checking your blood glucose 7/page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9/page 121: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
On (B)(6) 2018, patient was hospitalized for elevated blood glucose (bg) levels and diagnosed with diabetic ketoacidosis (dka). Patient¿s bg levels had reached 27.8 mmol/l (500 mg/dl) after wearing the pod between 4 and 24 hours on the abdomen. The patient was administered insulin, glucose, and sodium intravenously. Ketones were noted as 5.6 mmol/l (101 mg/dl). The pod was removed at the hospital and replaced with a new one. There was nothing unusual noted with the pod or the pod site when removed.

Manufacturer narrative:
The returned device was evaluated and the investigation found no defects or deficiencies that would contribute to a failure of the pod¿s ability to deliver insulin.